Event description:
The customer's mother reported that the insulin pump may have moisture damage. Prior to the event, it appeared that there was white and cloudy condensation on the device. The current blood glucose reading is 218 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly, no display anomaly noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted in reservoir tube. Insulin pump had moisture damage on lcd board.